Event description:
Inbound. Pt reports two-tone beep on pump with reservoir volume at 52.6 milliliters and then it went to a no disposable alarm, alarm unresolved with troubleshooting as per manual. The cadd cassette is lot# 4196398, expiration 9/21/2026. No further details provided.